Event description:
The fv047t (lot 4505460118) was removed during a pediatric surgery from the complete device (fv467t). Device was tested before implantation and after. Reservoir was pumped when initially inserted with the valve; all was functional. Reservoir was pumped one extra time prior to closing and it flushed distally but did not fill back up. Surgeon then pulled the ventricular catheter out and tried to flush saline from the inlet end, saline was restricted. The reservoir was cuff off of the valve and a new control reservoir was connected, proper function was ensured. Surgical delay of 20 minutes. Surgery was completed as expected. Pt is recovering as expected.

Manufacturer narrative:
MFR's site eval: eval on-going.